Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user went to bed with normal glucose, experienced nocturnal hypoglycemia to 50 mg/dl several hours later, then rebounded to hyperglycemia up to 381 mg/dl after self-treating with multiple pieces of chocolate candy and two full-sugar sodas; the agent reviewed logs, confirmed a low the prior night with otherwise in-range overnights, and provided education on appropriate low treatment to avoid overtreatment. Symptoms included hypoglycemia and annoyance with device alerts. Outcomes included no need for assistance, medical intervention, or hospitalization. Investigation included review of available glucose data and troubleshooting with user education on low-glucose treatment. Investigation of this case revealed an episode of low glucose with subsequent rebound hyperglycemia consistent with overtreatment; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.